Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the module and found the cells had a residue on the surface and white powder on the nozzles and ultrasonic mixers. He then performed a mechanism and rinse level check and cleaned the nozzles. He also performed an extended mechanism check and found a split in aspiration tubing which caused dripping. He reattached the tubing and changed the cells. On the fse's follow-up service visit, he repaired the damaged tube and retubed the rinse station as preventive maintenance. The investigation determined the event was caused by the leakage/seal. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 6000 c501 module. The initial result was 161 mmol/l. The repeat result was 135 mmol/l.